Manufacturer narrative:
E1. Phone number continued: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, seroma-late, crease/folding of implant, fever.

Event description:
Healthcare professional reported left side "presence of fluid," "wavy implant walls," and "rupture." Patient later reported "high temperature." The device remains implanted.